Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient had an initial right knee arthroplasty an unknown date with unknown product. Subsequently, the patient had a right knee revision on an unknown date due to unknown reasons. The patient has had a right knee infection but unclear if this has been revised again but the patient has been on antibiotics. The patient had an initial right hip arthroplasty on an unknown date. The patient is not having any issues with the hip however, the surgeon wants to run a blood test for co and cr levels. No further information is available.